Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was available. Therefore, we are providing the PMA details for the qdot micro¿ catheter which are the most commonly used catheters with the ngen rf generator. H6: medical device problem code of ¿appropriate term/code not available (a27)¿ is representative of patient event non-serious. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a ngen rf generator and a user received a static shock. It was reported that when a staff member made an adjustment to the wattage on the secondary ngen monitor, the staff received a static shock. The caller stated that a window popped up on the secondary ngen monitor which made it appear offline. The caller stated that a window was displayed on the carto 3 system that indicated communication was lost with the ngen generator. The caller stated that in about 5 seconds the issue was resolved on its own. The procedure continued without further issues. There was no consequence to the patient and no adverse event consequences for the staff member. Additional information was received indicating the issue occurred before first ablation. No interventions were required for staff members due to static shock and the staff member fully recovered. No extended hospitalization required because of static shock.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a ngen rf generator and a user received a static shock. It was reported that when a staff member made an adjustment to the wattage on the secondary ngen monitor, the staff received a static shock. The caller stated that a window popped up on the secondary ngen monitor which made it appear offline. The caller stated that a window was displayed on the carto 3 system that indicated communication was lost with the ngen generator. The caller stated that in about 5 seconds the issue was resolved on its own. The procedure continued without further issues. There was no consequence to the patient and no adverse event consequences for the staff member. Additional information was received indicating the issue occurred before first ablation. No interventions were required for staff members due to static shock and the staff member fully recovered. No extended hospitalization required because of static shock. Device investigation details: the service and repair team reported no failure was found with the system and no failure could be replicated. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).